Manufacturer narrative:
Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA (B)(4). On (B)(6) 2017, an fse visited the site to replace the reporting software computer. The instrument was verified to be operational. There was no further action required by fse. The most probable cause of the reported event was due the corrupted database of the reporting software computer.

Event description:
On (B)(6) 2017, a customer reported that the reporting system would not transmit to the lis with their g8 analyzer. The system is not transmitting because the it says the database is corrupted and no longer accepting data. A field service engineer (fse) was dispatched to address the reported event, which resulted in delayed reporting a1c patient results. There was no indication of patient intervention or adverse health consequences due to the delay in reporting.